Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had known driveline faults and frequent low flows. Log files were sent for review. The log file captured constant driveline fault events. The phase data showed monitored wire of phase 3 likely broken but the other 5 wires appeared to be functioning as intended. Constant low flow events were noted throughout the log as well. It was noted that it was normal for the patient to have frequent low flow alarms, and their mean arterial pressure was at 76 mmhg with labs pending. Manufacturer report #2916596-2024-02103. (Onset of driveline faults)

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported driveline fault alarm. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, this finding could be indicative of an issue with the driveline; however, a specific cause for the alarm could not be conclusively determined through this evaluation. Review of the log file also confirmed the reported low flow alarms. Although a specific cause for these alarms could not be conclusively determined, the account indicated that the alarms occurred in the settings of dehydration and high blood pressure. The submitted log file contained events from (B)(6) 2025, per the timestamps. A manually silenced driveline fault alarm was captured throughout the log file. Additionally, multiple low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured. The pump operated at the set speed throughout the entirety of the file. The patient remains ongoing on heartmate ii lvas, serial number vad-20785, with no further issues reported at this time. The relevant sections of the device history records for vad-20785 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed; however, while power is directly measured by the system controller, the reported flow is estimated based on power. Section 4 of the IFU provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 4 of the patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 6 of the IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and explains that pump flow is estimated from pump power and addresses the assessment of pump flow. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, including driveline fault and low flow hazard alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that low flows had historically been occasionally triggered by dehydration, but most of the time, low flows were related to high blood pressure. The patient had always been asymptomatic. The low flows did not resolve and have been long-standing. In the past, they have improved, but have never resolved, after adding additional anti-hypertension medications, and sometimes with increased po fluid. The patient would continue to be monitored clinically. On prior discussion with patient and family about driveline fault alarms, they prefer a less aggressive approach. They prefer to avoid another cardiothoracic surgery.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.